Event description:
Additional information received reported that the patient was actually experiencing over stimulation that caused "violent" back spasms that started on (B)(6) 2012, but it was "inappropriately" identified as seizure-like myoclonic episodes. It was noted that the patient had "myoclonic jerking" before the system was implanted. It was also stated that these events started in (B)(6) 2012, so it is unclear when the over stimulation began. As previously reported, the battery was replaced, but the spasms continued. A "test" of the system post-operation reported a "problem" with the leads and a surgery was scheduled. It was stated that the patient had "several random repeat spasms" while the device had been off for 6 days. The neurosurgeon cancelled the replacement surgery, and it was stated that the surgeon would only remove the system. It was reported that a second "medtronic-tech" reported no problem with the system. It was not clear if "medtronic-tech" meant there was a second test of the system or there was a second company representative. The patient turned the device off and had not had a spasm since turning it off. It was not clear of the device was already off or not. It was stated that there were "other" symptoms that had also resolved at the same time, and they were "all connected to the constant over stimulation." It was not stated what the "other" symptoms were. It was noted that the patient had been receiving benefit from her system since 1999. It was also noted that the leads and electrode have never been changed, but the battery has been changed "several" times. The latest battery replacement, previously reported, was on (B)(6) 2012. Further information has been requested. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there was a loss of therapeutic effect. Following 'a spinal seizures', the patient lost stimulation which did return 1.5 hours later. It was reported that these seizures were rough, strong and very painful. Once the stim returned, she noticed a blinking light on her patient programmer. It was also reported that the patient could not adjust stimulation. The status lights were assessed. The patient could see the implantable neurostimulator (ins) battery flashing. It was suspected that the ins battery was low. The patient was advised to contact their health care professional (hcp). Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient had a pre-operative electrocardiogram (EKG) done in (B)(6) 2012 and it was stated that the patient has had overstimulation since then. It was stated that pre-operative EKG was done 'a few hours before surgery' and 'a few weeks before implant.' It was not clear when the patient had the EKG. During the EKG the patient had her stimulation off because it was causing 'squiggly lines' and the EKG was 'severely distorted.' Since the EKG, the patient has had to turn her stimulation off because it was not providing relief, but rather it was causing pain. It was also noted that the patient had to permanently turn her device off because she was 'having massive, seizure-like spasms that could not be controlled.' It was reported that when the patient turns her stimulation off she does not have 'the convulsing pain.' The source of the problem was not known and 'the technicians denied there was a problem with the system.' It was stated that then the patient turns her stimulation off, the problem stops. The patient had been experiencing shocking and jolting sensations. Refer to manufacturer report # 3004209178-2013-03002 for information on related events.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or company representative. It was stated that they have been working with their doctor since (B)(6) of 2012. An appointment was scheduled for 09-jan-2013. No further information was provided.

Event description:
Additional information received reported the patient¿s leads are ¿placed poorly¿ and they have to wear a lumbar sacral orthotic to get stimulation. It was noted that the patient¿s leads have ¿some sort of electrical impingement¿. All information in this call has been previously recorded and reported in this event and events (B)(4).

Manufacturer narrative:
Product ID 749851, serial # (B)(4), implanted: (B)(6) 1999, product type extension. Product ID 7435, serial # (B)(4), product type programmer. Product ID 3998, lot # l59478, implanted: (B)(6) 1999, product type lead. Product ID 3550-09, lot # la7205, implanted: (B)(6) 2002, product type accessory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from her physician or manufacturing representative and her concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2012. It was noted that the patient still had concerns regarding her device or therapy but she was working with her physician or manufacturing representative. It was noted that the patient had a surgery on (B)(6) 2012 to "replace the old battery." Additional information received reported the cause of the event was the patient's "implantable neurostimulator (ins) battery was exhausted." It was noted that this was due to normal battery depletion. It was noted that the patient was "not getting stimulation." It was noted that the ins was replaced on (B)(6) 2012. It was noted that the ins was "repositioned and replaced" with another ins and adaptor. It was noted that the patient was hospitalized due to this event. The patient recovered without sequelae. Additional information received reported that the patient was seen by the manufacturing representative and no reprogramming was needed.

Manufacturer narrative:
(B)(4).